Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump battery got depleted and the issue persisted even after the customer used a new battery cap. Troubleshooting was performed and found that the customer did not received replace battery now alarm or power error was detected. The customer replaced the battery with a new aa lithium battery. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to a backup plan as per health care professional instructions and the pump will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, pillowing keypad overlay and keypad overlay texture damage identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. Pump passed self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No unexpected low battery alarm during testing. No low battery alarm on the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. In further full review in the pump history found: replace battery alert on (B)(6) 2023 at 05:00:00.000, (B)(6) 2023 at 22:00:00.000, (B)(6) 2023 at 17:00:00.000, (B)(6) 2023 at 02:00:06.000, (B)(6) 2023 at 02:00:00.000 and (B)(6) 2023 at 04:00:00.000 replace battery now alarm on (B)(6) 2023 at 05:31:00.000 failed batt/battery failed alarm on (B)(6) 2023 at 02:01:27.000, (B)(6) 2023 at 02:02:29.000, (B)(6) 2023 at 02:03:13.000 the power management graph indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed replace battery alert and battery failed alarm due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Customer alleged for low battery alarm not confirmed. However, unexpected replace battery alert and battery failed alarm confirmed in the pump history due to connector resistance j6 /pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.